Event description:
Additional information received reported that impedances on contact 2 was high prior to surgery. It was noted that the lead was the first thing that they checked. It was noted that the doctor inserted the stylet. It was noted that an impedance check was done and everything was normal except for contact 2 and 3. It was noted that there was a short. It was noted that a therapy impedance at 2.0 volts, 60 microseconds, 185 hertz, +3 -2. The result of the therapy impedance was 1201 ohms and 1.686 milliamps. It was noted that then the manufacturing representative conducted electrode impedance again and 2 and 3 were 1138 ohms, 0 and 1 were 1134 ohms, 0 and 2 were 1566 ohms, 0 and 3 were 1562 ohms, 1 and 2 were 1328 ohms, and 1 and 3 were 1447 ohms. It was noted that there was no issue with the stylet. It was noted that the doctor was simply verbalizing what it felt like when he was inserting the stylet when he said ¿it felt like a coil in the stylet.¿ it was noted that there was no issue noted and no adverse event occurred. It was noted that the patient was getting good therapy. It was noted that no additional information was available.

Event description:
It was reported, the patient had a fall that caused bad impedances and a revision surgery. It was noted that after the fall the patient had an increase in tremor on their right side. It was further noted that the patient¿s tremor was intermittent. The reporter stated that an impedance test was done and the left lead showed that contact 2 was 32 ,000 ohms and 33,000 ohms on al contacts with 2. It was noted that all other values were normal. It was further noted, the patient was programmed on case and contact two for therapy. The reporter stated, the patient was taken to the operating room and the lead and extension were disconnected. It was noted that all impedances were all normal except 2 and 3 were 28 ohms. It was further noted that therapy impedance was 12-1 ohms and 1.868 ma when impedance was run at 2.0v, 60us, and 185 hz. The reporter stated that another electrode impedance measurement was done and except 138 ohms with 2 and 3 shorted. The reporter further stated that they think the stylet straightened the lead out. It was noted the healthcare professional indicated that when they inserted the stylet ¿it felt like a coil in the stylet.¿ it was further noted the extension was replaced and impedances were tested at the pocket. It was noted that impedances were normal and between 900 and 1400 ohms. The reporter stated that 2 and 3 were not shorted and impedance was 1233 ohms testing from the pocket. The reporter further stated the patient was able to get therapeutic benefit post operation, but anesthesia may still have been in effect. It was noted, the patient will be monitored for benefit or intermittent benefit. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient's left extension was replaced.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3389s-40 lot# v734509, implanted: 2011 (B)(6); product type lead product ID 3389s-40 lot# v676860, implanted: 2011 (B)(6); product type lead product ID 3389s-40 lot# v734509, implanted: 2011 (B)(6); product type lead product ID 3389s-40 lot# v676860, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that after the new extension was connected impedances were normal. It was noted the patient was receiving effective therapy.